Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) pacing lead had been placed but not fixated in the coronary sinus (cs) by mistake during the implantable pulse generator (ipg) system implant. The physician reported difficulty in pulling the lead back and stated that the lead became "stuck" around the entrance of the cs. The physician was eventually able to pull the lead out of the cs by twisting and pulling the lead body. The extension and retraction of the lead helix was confirmed however, the physician was concerned about using the same lead. The lead was removed and replaced with a new lead successfully. No patient complications have been reported as a result of this event.